Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-16326. It was reported that the patient presented one day post-implant with both the right atrial and ventricular leads exhibiting failure to capture and failure to sense. The right ventricular lead was explanted and replaced. The right atrial lead was successfully repositioned on (B)(6) 2019. No adverse patient consequences were reported.